Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a coronary interventional procedure. Reportedly, the physician pulled the plunger back but the suture broke. The device was removed. The physician was trying to take the sutures out of the groin, however, the sutures were in place in the arteriotomy. The physician tried to deploy the sutures and the knot the best he could, however, complete hemostasis was not achieved. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint handling database could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.